Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical intervention, as during a routine follow-up it was noted that the device was no longer functional. Therefore, the physician decided to perform a replacement procedure, as they believed the device had reached end of life. During surgery, fluid loss was confirmed; however, its source was not identified. The entire ipp was removed and replaced. No additional patient complications were reported and the patient is expected to fully recover.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical intervention, as during a routine follow-up it was noted that the device was no longer functional. Therefore, the physician decided to perform a replacement procedure, as they believed the device had reached end of life. During surgery, fluid loss was confirmed; however, its source was not identified. The entire ipp was removed and replaced. No additional patient complications were reported and the patient is expected to fully recover.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.